Event description:
While attempting to defibrillate a pt, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.